Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, that after turning the main switch on, the central control monitor (ccm) starts up in thirty seconds and message "system computer needs service" is on the ccm screen. As a result, an alternative device was employed.

Manufacturer narrative:
Investigation is in process, but not yet completed.